Event description:
It was reported by a customer on (B)(6) 2011 the fiber was clamped to the drape and during the procedure when the fiber laser power was initiated a fire occurred on the drape. The customer reported the fire was put out with water. Per the customer, the clamp must have fractured the fiber. No pt injury was reported. No staff were harmed.